Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg values were not provided. Customer alleged an unspecified pump issue was the cause of elevated bg. Customer reverted to insulin pens to address bg/ diabetes management.